Event description:
Facility pt safety officer reported suspected overinfusion of fentanyl pca. It appeared that 8 ml was gone from syringe rather than 0.1 ml as expected for a 1 hour period. Fentanyl had been infusing continuously for 3 days with intermittent boluses. Both the maintenance infusion at 30 ml/hr and fentanyl infusion were paused prior to routine tubing change, and restarted after verifying the dose. Fentanyl 60 ml syringe was dispense as 50 mcg/ml, 55 ml volume. Rate of continuous infusion 5 mcg/hr, pca dose 3 mcg, lockout interval 15 minutes; one hour maximum 15 mcg. Pt required code blue for respiratory arrest. Bag/mask ventilation and brief CPR were done. Intubation and transfer to ICU were not required. Narcan was given and pt was successfully resuscitated. The child continued to be managed for the primary diagnosis and was successfully discharged home in 2008. Partial event log received; remainder was erased by biomed at time of download. Investigation is ongoing. Follow-up report will be filed when investigation is completed.

Manufacturer narrative:
Pt info requested and all available info is included.